Manufacturer narrative:
(B)(4). This is a report of a leak caused by use error, specified as the patient not being connected during therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette line was leaking during fill one of peritoneal dialysis therapy. During troubleshooting, it was discovered that the patient was not connected to the setup when therapy was initiated. As a result, fluid began leaking from the setup. The technical service representative advised the patient to end therapy and restart therapy with new supplies. There was no injury or medical intervention indicated at the time of the report. No additional information is available.